Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values. The customer¿s high blood glucose values was 380 mg/dl. Customer's current blood glucose value: 300 mg/dl the customer treated high blood glucose with insulin pump and manual injections. The customer alleged that the insulin pump was under delivering insulin. Customer did not using auto mode. The customer was wearing the insulin pump within 48 hours of the reported event. The insulin pump passed the displacement test. The product will not return for analysis.